Event description:
Nurse connected secondary tubing to primary tubing primed with saline. She clamped the tubing after backflushing, spiked the pre-medication bag (aloxi) and started the pump. After she unclamped the secondary tubing to start the medication dripping, she noticed leaking from the bottom of the drip chamber on the secondary tubing where the drip chamber and the tubing are connected together. Drip was discontinued and a new set up was obtained.======================manufacturer response for secondary medication set, clearlink system secondary medication set (per site reporter).======================vendor representative was notified at the time by materials management director as several tubing leaks occurred. No reason given for problem.